Manufacturer narrative:
The evaluation showed that sensor migration confirmed via chest x-ray. The hcp is electing to have the patient continue to take readings and use the information to monitor rv pressure. There is no intervention planned and no adverse consequences to the patient. No device analysis results are available as the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
It was reported that the patient's waveform morphology resembled right ventricle waveforms. X-ray images were obtained and confirmed that the sensor had migrated to the right ventricle. There were no adverse consequences to the patient and no future action is planned.